Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Lot number: unknown, information not provided. Unique device identifier (UDI #): complete UDI# is unknown, as lot number was not provided. Expiration date: unknown, as lot number was not provided. Device manufacture date: unknown as lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: manufacturing record evaluation could not be performed since lot number is unknown. Historical data analysis: the complaint history could not be performed since lot number is unknown. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was stuck in the platinum (1mtec30) cartridge and partially inserted into the patient's right (od) eye. The customer noted that the cartridge broke and cracked upon ejection of the lens into the eye. There was no surgical intervention required and no harm to the patient. No further information was provided.